Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a scs system on (B)(6) 2008. It was reported on (B)(6) 2011 that the pt is feeling over stimulation without increasing the amplitude. The pt is unable to get reprogrammed until she returns home, which isn't scheduled until (B)(6) 2011. No further info is available at this time.